Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. Approximately on (B)(6) 2023, the patient cannot remember the exact message or what happened to the sensor or why it stopped working. According to the report, the patient was driving when she experienced blurry vision before she passed out because of a low reading. She was able to pull over and called her daughter to call the state police before passing out. During that time the device did not alert the patient she was getting low. The patient could not recall the message or what was going on with the display device at that time. Prior to the event, the device was reportedly working as expected. State police found the unconscious patient along the highway and called the ambulance. Paramedics arrived and took a fingerstick and during that time the reading was 20 mg/dl. At this point, the patient was still unconscious and was sent to the hospital. There, the hypoglycemia was treated with a glucose shot. The patient recovered after treatment and was discharged after 6 hours. At discharge, the patient was feeling okay and the unspecified reading was 112 mg/dl. At the time of the report, the patient was okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.